Event description:
It was reported that the patient's ambicor penile prosthesis (app) implant device would not fully deflate. The physician removed the app and replaced it with a new inflatable penile prosthesis (ipp). There were no patient signs or symptoms reported at this time.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's ambicor penile prosthesis (app) implant device would not fully deflate. The physician removed the app and replaced it with a new inflatable penile prosthesis (ipp). There were no patient signs or symptoms reported at this time.

Manufacturer narrative:
B3: date is unknown so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.